Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed hardware low level failures. Customer blood glucose reading was 120 mg/dl. Bolus amount was not recorded in the daily history. The alarm did not occur during rewinding and filling process. Customer was able to rewind but got stuck in the rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and displacement test. No unexpected pump error alarm during testing however, pump error alarm, variable 15, is located in the formatted history file due to a software error. All boluses delivered properly and were listed in the daily history screen. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.